Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm was reading low mg/dl. No bg meter comparison value was taken. The patient was wearing an omnipod insulin pump. The patient self-treated with glucose and then the patient started having trouble breathing. The patient then tested her bg meter reading, which was 400 mg/dl. The patient¿s husband took the patient to the emergency room. At the emergency room, the patient¿s bg meter reading was 700 mg/dl. The patient was treated with insulin (route not specified), given oxygen and a CT (computed tomography) scan of her heart. The patient was discharged the following day when the patient¿s bg meter reading was 181 mg/dl. The patient was in ¿normal condition¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.